Event description:
On (B)(6) 2025, the user experienced overnight low blood glucose (bg) of 34 mg/dl. The agent recommended and guided the user through a factory reset due to frequent lows exceeding 4%. Insulin therapy resumed, and the agent reviewed meal announcement expectations for the next two weeks. At follow-up on 02-sep-2025, the user continued to experience post-meal lows despite following recommendations, including announcing meals 15 minutes before eating. The user corrected lows with 3 glucose tablets, sugar, and 2 ounces of grape juice. The user's reported symptoms included feeling low and sweating during the event. Blood glucose (bg) was corrected with carbohydrate intake. No outside assistance or medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.